Event description:
An olympus representative reported on behalf of the customer poor water supply while using evis lucera elite gastrointestinal videoscope. The device was inspected prior to the unidentified procedure. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of poor water supply was confirmed. Due to clogging of the nozzle, water removal ability does not meet the standard value. The foreign matter could not be specified. A definitive root cause of the reported event cannot be determined at this time. It is unknown if the reprocessing was conducted in accordance with the instructions for use from the obtained information. The customer later confirmed the scope was cleaned, disinfected, and sterilized before returning the device for evaluation. The air/water nozzle was flushed with water and air as well as detergent solution. It was also indicated the air/water nozzle was wiped with a lint-free cloth. The following additional findings were also noted: assorted scratches, cracked adhesive on the bending section cover, white-clouded area on the adhesive on the bending section cover, wear on switch button four, peeled adhesive around the objective lens, white-clouded area on the adhesive around the light guide lens, and a dent on the connecting tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device record review confirmed the latest repair history was on december 6, 2021. Replacement pertaining to failure in air and water flow out of air / water nozzle at distal end section. Replacement pertaining to distal end section nozzle with insufficient draining. Repair pertaining to glue peeled off of distal end section light guide lens. Replacement pertaining to glue chipped of insertion section a-rubber. Replacement pertaining to insertion section insertion tube scratched. Replacement pertaining to insertion section insertion tube dented. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning. 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A) inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor the field performance of this device.